Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the tip of the unspecified bd¿ alaris pump tubing broke off into the t connector clave while connecting the two. The following information was provided by the initial reporter: "I was just notify by the nicu that they had an issue last night with the alaris pump tubing. The tip of the ivf tubing broke off into the t connector clave when they were connecting it. The t connector and tubing needed to be replaced."

Manufacturer narrative:
H6. Investigation: no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the tip of the unspecified bd¿ alaris pump tubing broke off into the t connector clave while connecting the two. The following information was provided by the initial reporter: "I was just notify by the nicu that they had an issue last night with the alaris pump tubing. The tip of the ivf tubing broke off into the t connector clave when they were connecting it. The t connector and tubing needed to be replaced."